Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into the kidney of a patient during a nephrostomy exchange procedure. During the procedure it was noted that there was a persistent leak where the catheter meets the hub. The defective catheter was removed and replaced with a like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Method code: (4101) testing of device from same lot/batch returned from user. Method code: (4109) historical data analysis. Results code: (4210) leakage/seal. Conclusions code: (4315) cause not established. Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device were conducted during the investigation. The defective catheter used in the procedure was discarded, however four unopened, unused mac loc catheters from the same lot were returned for evaluation by the user. One catheter was noted to be out of specification, as the number of threads showing exceeded the number detailed in manufacturing specifications. A leak test was conducted and the presence of a leak was confirmed in catheter one only. Tug and twist tests were performed, revealing that the proximal assembly was secure for all four catheters. Upon removal of the cap, all four catheters had suture strings that were wound around the threads of the adapter. Due to the compression of the flare within the cap and the potential for damage upon removal, it was unable to be determined if the flare was manufactured to specifications. The medwatch report 1820334-2018-03120 references the unused fourth catheter that was found to be leaking during investigation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the device was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. There are no other complaints associated with this lot number beyond the one opened from the examination of the unused devices for the same failure. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Potential root causes that could contribute to this failure mode include the suture string running through the threads of the cap assembly interfering with the seal during torqueing and an inconsistent flaring process. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.